Event description:
It is reported that the pin fractured when removing the cut block. The fractured piece remains in the patient.

Manufacturer narrative:
Evaluation summary: it is unknown if the component was in a condition suitable for surgery prior to use in the event described; the instrument may have reached the end of its usable lifetime due to normal and expected wear, however this cannot be determined. Surgical notes were not provided; it is unknown how the component was used as per the surgical technique. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will e reopened. Zimmer, inc considers the investigation closed.